Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 27-jan-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one photo and 14 samples for investigation. The customer photo depicts a device with blood leakage in the holder. Out of the 14 customer samples that underwent functional tests, one sample failed due to sleeve leakage from poor sleeve recovery. Additionally, 30 retained samples were subjected to functional tests and all passed, showing no defects such as side pierced sleeves, poor sleeve recovery, or sleeve leakage. Furthermore, these 30 retained samples also passed another set of functional tests, confirming proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® push button blood collection set, there is sheath leakage of the non-patient end of the needle of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: jka. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3 it was reported while using bd vacutainer® push button blood collection set, there is sheath leakage of the non-patient end of the needle of an unspecified number of devices. No adverse impact was reported regarding the patient or user.